Event description:
A customer reported via webform complaint an error message, "scan again in 10 min", for less than 2 hours when scanning the adc device. As a result, on (B)(6) 2022, the customer experienced unspecified symptoms of hypoglycemia, felt ill, and self-treated with an injection of glucagon. The firefighters (paramedics) were called, and the customer provided an additional glucagon injection. The customer was brought to a hospital where they were treated with IV glucose by a healthcare professional for hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.